Event description:
It was reported that the device exhibited insulation abrasion. The conductors did not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded in four regions proximal to suture sleeve impression. The proximal coil was exposed at the same locations. This could have contributed to the reported noise and sensing anomalies. The insulation abrasions noted on the lead were consistent with those caused by friction to the device can.